Manufacturer narrative:
Initial reporter address: (B)(6). The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting results with the ID now coviid-19 assay. The customer stated the patient was tested four (4) times on the same sample test one(1) generated positive results, and test two (2) generated invalid results, and test three (3) and four (4) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145865 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot m145865 , test base part number 190-430 / lot m145865 . The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145865 showed that the complaint rate is (B)(4) . In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided.